Event description:
Boston scientific received information that during a routine follow-up, this patient¿s left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. No capture at maximum outputs and noise on the lv channel were also noted, although no oversensing was observed upon interrogation. The physician assumed that the patient was not receiving biventricular pacing due to loss of lv capture but the patient was asymptomatic and no asystole occurred. Additional information made available from the field indicated that the lv lead was assumed to be damaged due to a subclavian crush or fracture near the ring electrode. The crt-d was reprogrammed and the patient¿s system continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.